Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the videoscope displayed an error code e315 (scope communication error). There were no reports of patient harm.